Event description:
It was reported that a symptomatic patient presented in clinic during follow up with a device that was post-sensed t-wave oversensing. The patient received inappropraite atp therapy. Programming changes were recommended.

Manufacturer narrative:
No medwatch form was received.